Event description:
It was reported that during preparation for an unspecified procedure, a hole in the balloon was found. When they removed the sterling balloon out of the package and tried to test it prior to use in the pt, they noted a hole in the balloon. The balloon catheter did not enter the pt.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant info from that review, a supplemental medwatch will be filed. (B)(4).